Manufacturer narrative:
(B)(4).

Event description:
Additional information received - this lens was for the right eye (od), not the left eye as previously reported. The reporter stated at one day post-op, the patient's intraocular pressure was 11-12mm hg. At one week post-op the intraocular pressure was 45-50mm hg and the lens vault was 1.3. As the peripheral iridectomy was not all the way open, the surgeon performed a secondary yag, pushed on the icl to see if it would help the vault and drops were given to lower the pressure, but with no success. The lens was explanted through the original incision and one suture was used to close the incision. At the last post-op visit on 04/29/2014, the patient's pupil is still dilated, but the patient is doing well and the intraocular pressure is normal.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted/exchanged for a shorter length icl, nine days postoperatively, to address vaulting and subsequent acute pupillary block and elevated iop. According to the report by a doctor, dated on (B)(6) 2014, the increase of iop was observed one week postoperatively and yag was performed to re-open pis. The surgeon tried to reposition icl but the attempt was unsuccessful so he decided to exchange the lens for a shorter version. After the lens exchange, iop was returned to normal and patient status improved. Even though the event was attributed to the vaulting of the device, the literature reports that in some cases, the acute pupillary block and subsequent narrowing of the iridocorneal angle are considered primary causes of sustained elevated iop, frequently associated with inadequate preoperative iridotomies and/or excessive icl vault (usually by an overestimation of the icl size)-procedure related factors. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting. The patient experienced elevated intraocular pressure (iop), narrowing of the angle, angle closure and shallowing of the anterior chamber. The reporter stated the surgeon attempted to re-position the lens on (B)(6) 2014. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4) - intraocular pressure rise; size incorrect for patient; (lens explanted); (lens re-positioned). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).